Event description:
It was reported that loss of capture was alleged. Technical services (ts) review of the electrograms (egms) noted that the patient was in atrial fibrillation with conduction. Ts noted that the ventricular pacing looked small compared with the r waves. Ts advised to have the patient check in clinic. No long periods of asystole was noted due to the reported loss of capture. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that loss of capture was alleged. Technical services (ts) review of the electrograms (egms) noted that the patient was in atrial fibrillation with conduction. Ts noted that the ventricular pacing looked small compared with the r waves. Ts advised to have the patient check in clinic. No long periods of asystole was noted due to the reported loss of capture. Additional information noted that that patient was not brought into the clinic for further evaluation and the patient will continue to be monitored. The device remains implanted. No adverse patient effects were reported.